Manufacturer narrative:
The returned device was evaluated and the download data shows the device generated an 0x40 alarm, indicating rotational sensor maximum open count exceeded. Corrosion was observed on the pcb and ratchet gear. Evidence of fluid contamination was observed on the commutator cap. The contamination on the commutator cap prevented the rotational sensor assembly from detecting the transition to open, resulting in the device alarming. A leak test was performed during investigation and a leak was observed on the exposed portion of the soft cannula. No internal leaks were observed during the investigation. Damage was observed on the reservoir. The reservoir was leak tested and no leaks were observed. It could not be determined whether the damage contributed to the observed corrosion. The source of the corrosion could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 14 mmol/l (252 mg/dl) and that the pod had to be removed due to a hazard alarm. The pod was worn between 5 and 24 hours on the arm. Hyperglycemia treated with a new pod.